Event description:
Blood in synovial fluid [synovial fluid red blood cells]; infection in the knee [arthritis infective]; pain throughout her body [pain]; muscle weakness [muscular weakness]; hot flashes starting at chest [hot flush]; infection; sweating [hyperhidrosis]; feels like her body was poisoned (unspecified) [unevaluable event]; cannot move her shoulder and arms [mobility decreased]; nausea; knee effusion [joint effusion]; surgery on right knee [knee operation]. Case description: spontaneous report was received on (B)(6) 2012, from a (B)(6) female pt, initials (B)(6), with arthritis in right knee. The pt's medical history was significant for diabetes and "right knee was swollen". On (B)(6) 2012, the pt initiated treatment with synvisc injection (hylan g-f 20) (route and dosage regimen not provided). On (B)(6) 2012, the pt received third injection of synvisc. Two weeks later in (B)(6) 2012, the pt experienced pain throughout her body, hot flashes starting at chest, sweating, nausea, and muscle weakness. It was reported that the pt could not move her shoulders and her arms. The blood test revealed the infection. It was reported that on (B)(6) 2012, the pt went to the hospital, but did not stay overnight. The hospital thought she might have lime disease. On an unspecified date, she received treatment with antibiotics for the infection. On (B)(6) 2012, the pt started "vincimiacin" for 14 days. It was reported that the blood tests again performed and it looked like it changed a little, but it did not help. On (B)(6) 2012, she had a pic placed in her left arm. Between (B)(6) 2012, the knee was aspirated, which showed infection in the knee and fluid aspirated was yellowish, like snot, with blood in it. On (B)(6) 2012, magnetic resonance imaging (MRI) was performed. On (B)(6) 2012, the pt underwent surgery on right knee and more arthritis was found, which was cleaned out along with the synvisc and the infection. On (B)(6) 2012, the pt felt like her body was poisoned. On an unspecified date, the pt received treatment with doxycycline hyclate. The company assessed the event of infection in the knee and blood in synovial fluid as medically significant. The event of "cannot move her shoulder and arms" was not yet recovered. The outcome for the events of pain throughout her body, hot flashes starting at chest, sweating, nausea, muscle weakness, knee effusion, "feels like her body was poisoned (unspecified)", surgery on right knee, infection, infection in the knee, and blood in synovial fluid was not provided. Relevant concomitant medications reported include cortisone. The intensity for the events of pain throughout her body, hot flashes starting at chest, sweating, nausea, muscle weakness, "cannot move her shoulder and arms", knee effusion, "feels like her body was poisoned (unspecified)", surgery on right knee, infection in the knee, infection, and blood in synovial fluid was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The benefit-risk relationship of the product is not affected by this report.